Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with 480 units of insulin, and decreased to a fill estimate of 385 units. Blood glucose level was 150 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.